Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of the lens in the eye. The optic has a portion of the edge missing/broken. The area is slightly square in shape. Possible scratch observed. However; area is obscured by light reflections. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens issue was unspecified. Additional information was received stating lens was placed in the eye and then the section that was missing was found, as well as the possible scratch was noted. Symptoms were resolved. There was no harm to the patient. There have been no issues with the patient and the surgeon¿s prognosis was good.